Manufacturer narrative:
Patient information was unavailable from the site. Event problem and evaluation: * on 4-dec-2014, a medtronic representative went to the site to test the equipment. The umbilical cable was replaced along with the gantry and positioner motion controllers. The reported issue was resolved during the imaging system checkout. System performed as intended. * the gantry motion control box was returned to the manufacturer for analysis. The device functioned without any problem when installed in a similar imaging system; no fault found. * the positioner motion control box was returned to the manufacturer for analysis. The device functioned without any problem when installed in a similar imaging system; no fault found. * the umbilical cable was not received by the manufacturer for evaluation. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative, following up with the site, reported that the imaging system was moving slow when attempting to take 2d lateral images during a spinal fusion procedure. The radiologic technologist (rt) performed a successful 2d anterior posterior (ap) image but, when attempting to move it to the lateral position, the imaging system was moving slowly. When removing the imaging tube from around the patient, the door opened without issue, but they had a difficult time moving it from around the patient. The imaging system was then removed from the operating room (or) and an alternate imaging system was brought in. The surgeon completed the procedure using that imaging system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.